Event description:
The customer stated that he tested his blood glucose and received reading of 590 mg/dl using his contour meter. He retested using another meter and received a reading of 100 mg/dl. The difference between the readings fall in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.